Manufacturer narrative:
Follow-up # 1 ¿ (04/17/2015). The patient¿s test strips have been returned on 3/4/2015 and evaluated by lifescan product analysis on 4/2/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that her onetouch verio2 meter was displaying an ¿error 5¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. It is not known when the alleged meter issue began. The patient stated that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management in response to the alleged issue. The patient reported that immediately after the alleged issue began, she developed symptoms of ¿increased stress and increased blood pressure¿. The patient denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the csr noted that he patient was a first time user of the lfs product. The csr walked the patient through a retest and the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.